Event description:
It was reported that there was a burning wire smell coming from a homechoice (hc) machine during use, prior to patient connection. The technical service representative (tsr) arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A device history record review was performed and revealed no issues that could have caused or contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed on the device, but there were no issues found. A one hour therapy was successfully performed and the device passed the power on self-test. The reported issue could not be confirmed. Should additional relevant information becomes available, a follow up medwatch will be submitted.